Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tricuspid valve regurgitation due to annular dilation due to right ventricular dilation and right ventricular lead interference with leaflet motion. The lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.